Event description:
Radial heart catheterization. Admitted three weeks later, developed redness and swelling in right radial artery. Admit for antibiotics and debridement. Ultrasound showed a thrombosed radial artery with no evidence of pseudoaneurysm.